Event description:
User stated she had a discrepant troponin t result on one sample. The sample was run the first time and a result of 0.07 ng/ml was obtained. The sample was repeated on the same analyzer and a result of 0.026 ng/ml was obtained. This same sample was aliquoted and run in a cup two times on the lab's other analyzer and a result of <0.010 ng/ml was obtained both times. This result from the other analyzer was reported. User then repeated the specimen on the original analyzer and obtained a result of <0.010 ng/ml. The field service rep. Could not verify a root cause, but noted the first cal high performance check was out of spec. On f/u visit, he replaced the flow cell and reference electrode. Performance tests were performed.